Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the prime test due to a faulty force sensor resistor. The pump passed the operating currents, self test, unexpected restart, displacement, rewind, and basic occlusion tests. Unable to perform the occlusion or no delivery alarm tests due to the alarm. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 116 mg/dl at the time of incident. Troubleshooting found that the pump cannot exit the priming loop. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.